Event description:
During a follow-up, decreased pacing impedance was observed on the right ventricular (rv) channel. No intervention was performed and the patient was stable and will continue to be monitored.

Manufacturer narrative:
Event date is estimated.